Manufacturer narrative:
Investigation - evaluation. A review of complaint history, device history record, instructions for use (IFU), functional test, manufacturing instructions, quality controls and visual inspection was conducted on the returned device during the investigation. A functional test was performed on the returned and as per the investigation result it was observed that the basket wire was cut with the straight edge and the support sheath was bowed in appearance. The basket opened and closed as designed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record revealed two non-conformances which were are not related to this failure. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a flexible ursl/kidney procedure. The device in use was an ngage nitinol stone extractor. The physician put the ngage into the flexible ureterscope. It was stated that he used the basket to grab the stone several times, but then discovered the basket wire was broken. The basket was exchanged with a competitor¿s basket to complete the procedure. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.